Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from a patient condition or trauma to the surgical incision site. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial tka on an unknown date. On (B)(6) 2024 the patient underwent a poly swap secondary to wound dehiscence. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.